Manufacturer narrative:
Based on the investigation including internal test, the nco was able to duplicate the similar unusual axial length and waveforms by electronic discharge exceeded the criteria. The nco considered external electromagnetic disturbance in abnormal operating conditions possibly may have caused to al-scan which conforms to international standards for electromagnetic compatibility of medical device and has been verified to operate properly under normal operating condition. In order to prevent the incident in customer site in the united states, nco requested (B)(4). Which is USA subsidiary of nco to alert to this symptom and also recommended that the software should be upgraded with the new version.

Event description:
The manufacturer, nidek co., ltd(abbreviated: nco) received following information from (B)(6) user through nidek (B)(4) (abbreviated: (B)(4)) which is (B)(4) subsidiary of nco. On february 1st, 2016, axial lengths were measured before the operation of iols' implantation. Since the result of iol power was significantly unusual 32d, the eye clinic sent the patient to a large-scale hospital. The axial lengths were re-measured and the eyes were operated there. When checking the data of the measurement results of french facility, nco confirmed the measurement result of unusual axial length and waveforms at the right end portion of them.